Event description:
Patient underwent cardiac catherization through a right groin approach. Three weeks later the patient was noted to have decreased pulses in the right leg and was sent back to hospital for evaluation. Angiogram on this day revealed a large 90% flap obstruction of the common femoral artery. It was felt to be hostile and unstable and possibly could cause an acute vascular compormise down the right leg. Urgent surgery was performed. The flap was removed. At the end of the surgery, the patient had a palpable pulse. The pathology report states the the mass removed was fibrin and blood.